Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-off. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was found to emit a low battery warning when switched off and the green led flash was illuminated. It was revealed that a component-q55 had become partially detached from the printed circuit board which would explain why it would not switch off. The device performed to specification for 4 years therefore the fault developed over time. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unk" box has been checked in section h8 of this report.